Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/10/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim/discolored verify screen with auditory and vibratory features. Unrelated to the display issue, evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. Upon removal of the primary aa battery, the pump would not retain the user programmed date and time settings. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen. This report is made based on results of investigation completed on 11/10/2014.